Event description:
It was reported during a da vinci hysterectomy procedure that the fenestrated bipolar forceps cable broke. The cable was sticking out at the distal tip of the instrument. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument pitch down and up cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed on the clevis. The clevis did not exhibit any damage or wear marks. Other cables at wrist were not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable were to recur could cause or contribute to an adverse event.